Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 317 mg/dl. A bolus of insulin was delivered to address the bg level. The customer reviewed with tandem technical support the amount of boluses that were delivered during the day. The customer did not know what caused the bg to elevate. The customer changed the infusion set site and the bg lowered to 139 mg/dl.